Manufacturer narrative:
Field d9: updated to "yes" and "returned to manufacturer". Field g3: updated "date received by manufacturer". Field g6: updated to "follow-up # 1" and "30-day". Field h2: selected "device evaluation". Field h3: updated to "yes" checked "evaluation summary attached" box. Field h6: added "type of investigation" code 10. Added "investigation conclusion" code 18 field h10: added description of changes.

Event description:
The customer reported that on (B)(6) 2023, the doctor implanted an iol in a patient from alabama. The iol was perfect at the end of the case, but had experienced tilting the days following. The iol was explanted and replaced with another zeiss lens on (B)(6) 2023.

Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. The device has not been returned. Thus, a proper device analysis could not be completed nor the reported issue confirmed. At this time, without a proper device analysis, a definitive root cause cannot be determined. However, there is no indication of a product quality issue with respect to manufacturing, design, or labeling of the lens. It was stated by the customer that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Thus, the lens was being used off-label. Based on the information provided, the risk assessment for the lucia product, and our experience we have determined that the following factors may have caused or contributed to the reported issue is but is not limited to: lens placement technique, loading strategy, accessory device support, poor handling during folding and inserting.